Event description:
It was reported that the patients ipg had reached end of life. It was also reported that one of the patients leads had high impedance and the other lead migrated. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned as it was not released by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).